Event description:
The lesion was a heavily calcified stenosis in the proximal lad. The lesion was pre-dilated and the multilink plus was delivered; however, it ruptured at 10 atmospheres. At that time contrast leaked distally and a dissection was observed. A stent was then deployed to treat the dissection.